Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal did not deploy properly and it was unable to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal did not deploy properly and it was unable to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Both the delivery device and the loading device was covered in blood. The delivery device was returned outside of the loading device. The blue slide lock was dis-engaged and the plunger was fully pressed. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The seal was completely open and found in absolute deployed position. Blood was observed on the seal. The seal was observed to be fully intact with no cracks or delamination. We were not able to measure the delivery tube dimensions due to the amount of blood in the delivery tube. Based upon the received condition of the device, the reported failure "activation problem" is not confirmed.